Event description:
In the last sentence of the description of the initial MDR, it was inadvertently typed "the philips representative was present at the open heart procedure, therefore the aware date for this event was (B)(6) 2019." This aware date is being corrected to reflect (B)(6) 2019 in this description.

Manufacturer narrative:
Date of event: aware date corrected in the description of event to (B)(6) 2019. It was inadvertently typed incorrectly in the last sentence of the description. H3 other text : placeholder

Manufacturer narrative:
Patient weight unavailable. Device lot, expiration date unavailable. It was reported that the patient's death was likely caused from an ejection fraction of 25%, and multisystem organ failure due to acute on chronic chf. Device manufacture date unavailable. From the spectranetics instructions for use (IFU), the tightrail rotating dilator sheath is intended for use in patients requiring the percutaneous dilation of tissue to facilitate removal of cardiac leads, indwelling catheters and foreign objects. The IFU does not cover the use of the tightrail device during an open heart procedure to extract leads, going through the atrium and up through the patient vasculature.

Event description:
After lead extraction procedure attempt occurred on (B)(6) 2019, the decision was made to open chest (to remove two leads, portion of 4524 right atrial (ra) lead and 4024 right ventricular (rv) lead, due to infection; neither of these leads could be removed during lead extraction attempt on (B)(6) 2019). Note: the ra lead which snapped during the procedure on (B)(6) 2019 is captured in MDR # 1721279-2019-00111). Prior to the open heart procedure, the rep had reportedly suggested attempt to femorally snare the leads; this was not attempted. The team discovered a right sided perfusion once the chest was open, which reportedly could have been as a result of a small svc tear during the lead extraction attempt the day before; however patient was reported to be hemodynamically stable and this was not confirmed. Heparin was reportedly given during the open heart procedure which may have increased blood flow. An incision was made in the right atrium by the surgeon. The 4524 ra lead was pulled out successfully. The tip of the 4024 rv lead was found to be free, and it was reported that a suture was used for traction on this lead, and a 13f tightrail device was used through the right atrium, tracking over the lead to release it from the vasculature, which was successful. An svc tear was noted, and the physician stated that the tightrail, present in the area of the injury, may have assisted in the svc tear. Repairs to the right atrium and svc were successfully completed. However, the patient's condition declined and died a few days later, on (B)(6) 2019. It was reported that the patient likely died due to an ejection fraction (ef) of 25%, and multisystem organ failure due to acute on chronic chf. Although the open heart procedure had been originally reported to spectranetics on (B)(6) 2019, it was not reported that a tightrail device was in use and could have caused or contributed to an svc injury during the open heart procedure, until (B)(6) 2019. The philips representative was present at the open heart procedure, therefore the aware date for this event was 7 july 2019.